Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has some pacemaker wires sticking out their chest. It was also reported that intermittent far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead at times. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.